Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had episodes of noise that was oversensed causing pacing inhibition greater than two seconds during an unrelated fistula procedure. It was noted that the magnet was used during the procedure, where the device functions in monitor only with the magnet. Technical services reviewed that the magnet feature was set to inhibit therapy, and reviewed the pacing noise response window and function. It was noted to be very rare to see noise response pacing in the presence of cautery. The device remains in-service. No adverse patient effects were reported.